Event description:
This 41 year old patient in 1980 had placed cux-uphoff silicone gel implants placed. Within one year she developed fatigue, nights sweats and arthralgias. In 1985 she had the implants replaced. Following this procedure she developed arthritis of the right thumb and right great toe. She continued to experience numbness, tingling of the right side along with shoulder pain. A periprosthetic capsuletomy with removal of the implants was performed. The implants were intactinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.